Event description:
It was reported that apparently the patient has had no benefit from her implant system since (B)(6) 2006. Testing carried out then showed that the device had malfunctioned. The patient was seen on (B)(6) 2010, after recently moving (B)(6). Further testing confirmed that the device has malfunctioned and that the patient is no longer receiving any benefit from the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.